Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta) procedure in a 90% occluded lesion in the superficial femoral artery with moderate calcification and mild vessel tortuosity, a 3mm x4cm 155 length saber pta catheter ruptured at 7-8 atmospheres (atm) during the initial dilatation. A non cordis balloon was used instead to finish the procedure successfully and there was no reported patient injury. Initially, a contralateral approach was made with sheath introducer (destination, terumo) to the right superficial femoral artery form the left common femoral artery. After a guidewire (chevalier 14 floppy, fmd) was crossed the lesion, the saber was delivered to the lesion for pre-dilation when it ruptured. The leakage of media was also observed. Therefore, the balloon was changed to another new balloon (same size). The product will be returned for analysis. There was no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. The contrast media used and the contrast to saline ratio used are also unknown. An unknown indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. However, the product was intact upon removal from the patient. One non sterile catheter saber 3mm4cm 155 was received coiled inside a plastic bag. The balloon was received deflated and it appears to have been previously inflated. Blood residuals were observed in the balloon. No other anomalies were during visual analysis. Leak test could not be performed since leaks were observed in the proximal section of balloon as well as in the outer body, close to the proximal end of the balloon. The device was sent to sem analysis to identify the cause of balloon leakage. Results showed that the external surface presented evidence of scratched and abrasion marks that could be related to the balloon pinhole as well as to the slits on the outer body. The internal surface and distal marker band did not present with any evidence of damages. Review of lot 17291638 revealed no anomalies during the manufacturing and inspection processes. The event of ¿balloon ¿ burst¿ reported by the customer was not confirmed. However, leaks were noted during analysis in the balloon as well as in the outer body, close to the balloon proximal end. The exact cause of the event experienced by the customer could not be conclusively determined. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Controls are in place to prevent defective balloons from leaving the facility. Neither the DHR review nor the product analysis suggests that the difficulties experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: sheath introducer (destination, terumo), guidewire (chevalier 14 floppy, fmd). Telephone number is (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) procedure in a 90% occluded lesion in the superficial femoral artery with moderate calcification and mild vessel tortuosity, a 3mm x4cm 155 length saber pta catheter ruptured at 7-8 atmospheres (atm) during the initial dilatation. A non cordis balloon was used instead to finish the procedure successfully and there was no reported patient injury. Initially, a contralateral approach was made with sheath introducer (destination, terumo) to the right superficial femoral artery form the left common femoral artery. After a guidewire (chevalier 14 floppy, fmd) was crossed the lesion, the saber was delivered to the lesion for pre-dilation when it ruptured. The leakage of media was also observed. Therefore the balloon was changed to another new balloon (same size). The product will be returned for analysis. Device will be flushed, decontaminated and sent to fal. Additional information was received that there was no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used and the contrast to saline ratio used are also unknown. An unknown indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. However, the product was intact upon removal from the patient.